Event description:
While using the arthrowand during a knee arthroscopy, one of the electrode balls dropped into the joint and could not be retrieved; however, the size of the ball was less than 1mm. Therefore, it was anticipated that the patient would not have any difficulty due to the lost ball within the joint. Joint lavaged with normal saline.